Event description:
Suture wire would not pass through the cannula. A 40 minutes delay was reported, but no adverse consequences with the patient. Another device was opened to complete the case. This device is used for treatment.

Manufacturer narrative:
Evaluation revealed the device has a flat tip, which stops the wire from passing through and out of the tip. This condition is attributed to misuse, typically when the device is pushed against bone. This is the only complaint for this lot/part number combination.